Event description:
It was reported that a hl20 twin pump (serial#: (B)(6) displayed the error message: ¿runaway¿ and stopped. The belt tension was adjusted and the pump was restarted. After that the treatment was continued with no reoccurrence of the failure. Further during startup a noise was heard in pump (serial#: (B)(6). The event occurred during treatment. No harm to any person has been reported. The reported failure runaway led to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 twin pump (serial#: (B)(6) displayed the error message: ¿runaway¿ and stopped. The belt tension was adjusted and the pump was restarted. After that the treatment was continued with no reoccurrence of the failure. Further during startup a noise was heard in pump (serial#: (B)(6). The event occurred during treatment. No harm to any person has been reported. The reported failure runaway led to an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. The failure noise is not reportable. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2025. The failures could be reproduced. The belt tension for pump (serial#: (B)(6) was readjusted, which solved the "runaway error". For the failure "runaway" in pump (serial#: (B)(6) the most probable root cause was determined as a wrong belt tension set by the user, because the readjustment of the belt did solve the failure. In regard to the failure "noise" in pump (serial#: (B)(6) the belt kit was found to be damaged and was replaced by the customer. As confirmed by the getinge field service technician for the pump (serial#: (B)(6) with the failure "noise" the belt was upside down which damaged the belt kit. A broken belt kit was already investigated at the manufacturer on 2020-05-28. The most probable root causes were determined as: 1. Belt profile error causing them to not run properly in the rpm pulleys 2. Different height of the two pulleys 3. Belt pulley profile error 4. Faulty belt tension the fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2025-09-18 for the period of 2018-02-28 to 2025-09-10. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-28. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error runaway and noise" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. This event occurred on the chinese market on a significantly similar device to "vario twin, hl 20 4-pumps", which is sold in the us under premarket submission number: k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number: 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.